Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the error code was stuck in the device memory. Endoscopy support specialist resolved issue by resetting device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a reoccurring error code b30 on the evis exera iii video system center during at the beginning of the procedure. The therapeutic bronchoscopy was not completed as the case was canceled. An endoscopy service specialist went onsite and determined that the previous malfunctioning scope used prior to this scope was causing a false b30 error which was resolved after unplugging the electronics from both towers to clear the b30 error. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated onsite by an endoscopy service specialist (ess) who resolved the issue by rebooting the video towers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.